Event description:
Attempted percutaneous gastrostomy with 18 french ross gastrostomy tube. Tube would not pass through. Gastric wall despite presence of suture anchors (t-fasteners) and prior tract dilation. Suture anchors broke resulting in failure to complete gastrostomy and pneumoperitoneum. Tube design later noted to have been changed becoming less tapered and of longer diameter at lip.